Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2011. It was reported that half of the pt's lead contacts showed high impedances. The next day, the impedances were normal except for one contact. The sjm rep was able to turn the stimulation on and program around the one contact to establish stimulation for the pt. No further info is available at this time.